Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that they were unable to take 2d and 3d spins. Field service engineer states the system would begin to take the image but then stop before completing. The site rebooted the system to resolve the issue but then received an error message when taking the 3d spin. There was no patient present.

Manufacturer narrative:
(H3, h6): manufacturing representative went to site inspected system; unable to duplicate issue; pulled and reviewed logs; found multiple generator interface errors; consorted with senior techs; inspected can connections per instruction and found loose connection the detector interface; tightened connection; performed system checkout; system fully functional. B01, c19, d14 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.